Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that there was a patient interface error, and the cuts were imprecise in the patient's unknown eye at an unspecified time.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. A company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative adjusted the flap parameters for cuts within the machine's operating standards. In addition, the patient interface was checked and determined to be conforming. The system was then tested per the service test procedure (stp) and found to meet company specifications. The system risk management report (rmr) nine two six -one five seven zero ¿ zero one revision m was reviewed, and the hazards/harms potentially related to the reported event have been identified and mitigated. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).